Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2023 the patient experienced a stoma site lump with pain and white secretions and was diagnosed with stoma site granuloma with no reported treatment. Additional information received on 22 nov 2023 in which a nurse ruled out a suspected buried bumper. It was reported that the patient was referred to a surgical consult and began oral cloxacillin on (B)(6) 2023. At the time of report, the stoma site was improving.